Event description:
The customer reported that they were suddenly unable to measure spo2 on the intellivue multi measurement server x2. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that they were suddenly unable to measure spo2 on the intellivue multi measurement server x2. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.